Event description:
The manufacturer received information from a customer that the system leak test step had failed on trilogy ev300 device. There was no serious patient harm or injury that occurred or was reported. Philips is currently investigating this complaint; however, the device examination has not begun because the device has not yet been returned to the manufacturer for investigation. As part of the complaint handling process, the manufacturer will attempt to retrieve the device for investigation.

Manufacturer narrative:
The manufacturer received information from a customer that the system leak test step had failed on trilogy ev300 device. There was no serious patient harm or injury that occurred or was reported. A philips service engineer (se) evaluated the trilogy ev300 for this issue and the customer¿s complaint was confirmed. During the evaluation it was noted that the devices blower was covered with a white crust that seems to have been produced by humidity, causing the device to fail the leak test. In conclusion, the device's blower assembly, blower cap, and blower chassis plate needs replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the dual limb cap needs replaced for being clogged, which was unrelated to the reportable issue. The device passed all testing.